Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500 lot #: 1517717; z.s.g.m. Cutter 3:1 ratio catalog #: 00770303000 lot #: 1517799. Report source - foreign: france. The results of the investigation are as follows: review of the most recent repair record determined the unit was confirmed to have a ratchet stuck on the bottom roll. The bottom roll and screws were replaced on the mesher and the ratchet gear was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the skingraft was used in the operating room and the handle that is used to advance the plate is blocked: it is impossible to remove it from the press. You can rotate the cylinder if you place the skingraft at the end of the table, but its use is more difficult. The trigger mechanism is no longer functional. Attempts have been made and no further information has been provided.